Manufacturer narrative:
Instrument images were reviewed and confirmed the unexpected negative reactions. The customer repeated the assay with the same vials used previously and stated that she received expected results. The customer did not return sample for investigation testing.

Event description:
Customer reported unexpected negative reactions on the echo, for a patient sample. An antibody screen was run; all three cells were negative. Customer stated that she ran a screen in gel and received a 1+ reaction. The patient has a history of anti-c, -k and -m.